Event description:
The customer called in to report that the buttons on her insulin pump were not responding. The customer's blood glucose level at the time was 245 mg/dl. The customer said that the pump had not been exposed to moisture and there was no damage to the pump. We advised the customer that the pump would need to be replaced. No further information was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump received with cracked display window corners, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.